Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown.

Event description:
It was reported during an acu-loc 2 removal procedure, the driver tip broke. The surgeon had to "puncture" the screw head to remove the plate, and the screw tip was left in the patient. Device information for the screw is unknown. This report is related to report number 3025141-2022-00366 for the driver involved in this event.